Event description:
Baxter (B)(4) received a report that (1) ce basal/bolus infusor had no flow. This occurred during use. There was patient involvement, but there was no report of patient injury, medical intervention necessary or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Baxter received one sample containing approximately 34 ml of solution in the reservoir. A patient control module (pcm) with 0.5 ml of fluid was also received connected to the infusor. The reported condition of no flow/non-delivery was not confirmed. Upon receipt, visual inspection noted the infusor device does not have a basal / bolus luers, and therefore, continuous flow of medication is not possible. Functional test of the infusor device noted the following observations: when the pcm button was pressed, flow was observed, when the pcm button was not pressed, flow was not observed, when the pcm was removed from the infusor, continuous flow was observed at the infusor's distal luer. No root cause was identified, as no evidence of product malfunction was observed. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit.

Manufacturer narrative:
(B)(4). The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.